Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a calcified, 90% stenostic lesion in a very tortuous circumflex coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to complete the procedure. A 6f terumo introducer sheath, 6f terumo jl4 guide catheter, and a runthrough guide wire were also used in the procedure. No pt injuries or complications were reported.